Event description:
Discordant, falsely low calcium (ca) results were obtained on two patient samples on a dimension vista 1500 instrument. The discordant results were not reported to the physician(s). Sample (B)(6) was repeated on the same instrument, resulting as expected. Sample (B)(6) was diluted and repeated on the same instrument, resulting with no reportable value. Sample (B)(6) was again repeated on the same instrument, resulting higher than the initial result. Both samples were repeated on an alternate dimension vista instrument, resulting as expected. The repeat results from an alternate dimension vista instrument were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low calcium results.

Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. The cse evaluated the instrument and discovered that there was a luminescent oxygen channeling immunoassay (loci) vessel feeder error. The cse replaced the vessel feeder and tuned the aliquot probe. The cse also replaced the aliquot drains and the bleach pump. The cse then ran a quick check, which passed. The cse also ran quality controls, which were within acceptable ranges. The cause of the discordant, falsely low calcium results on two patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.